Manufacturer narrative:
Patient death due to multi-system organ failure and non-specific severe diffuse encephalopathy as a complication of existing medical conditions. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Reported death of patient from multi-system organ failure and non-specific severe diffuse encephalopathy after one day on support. There was no autopsy and device was not explanted. Hospital staff reported device did not cause or contribute to the patient's death.